Event description:
It has been reported that during a ptca procedure, the shaft of the guiding catheter broke while trying to seat it. The catheter was removed and replaced with another guide catheter to complete the case. The pt is in stable condition and the device is being returned for co's analysis.